Event description:
It was reported that revision surgery was performed.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to elevated metal ion level and pain. During revision the bhr cup, the hemi head and modular sleeve were removed, however anthology stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. According to the provided revision report, the patient had significant groin pain over the past several years and increasing blood metal ions. No reports of these measurements were provided. As these are not available, the reported values from the complaint description cannot be assessed as there is no information on tissue analyzed, reference range or units. During the revision, gray-black stained tissue/bone with metal debris, necrosis and heterotopic bone at the superior aspect of the acetabulum and the post-operative diagnosis was metallosis and implant failure. Two undated x-rays were provided showing the total hip replacement, with the mentioned heterotopic ossification. No issues could be noticed that could have explained the reported reasons for the revision. During the previous revision due to femoral neck fracture, the cup was left in-vivo. Without the device available for analysis, a relation between the reasons for this revision and the previous revision cannot be excluded. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
Revision of bhr cup with large metal head. At the time of surgery, the patient had elevated metal ion levels (co 6.7 and cr 8.4). The patient's hip was very painful. The patient's primary surgery (bhr) was performed at (B)(6) hospital, (B)(4).

Manufacturer narrative:
It was reported that a second right hip revision surgery was performed. During the revision, the hemi head, bhr cup and modular sleeve were removed. The anthology stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. The clinical information provided for the second revision, of the elevated metal ion levels, pain, debris and staining, may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. Additional information: event, relevant tests/laboratory data, other relevant history and other #.